Manufacturer narrative:
The cause of the event cannot be determined. Attempts to retrieve additional information were unsuccessful.

Event description:
Edwards received information a patient with a 25mm 2700 aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. A 26mm 9600tfx transcatheter valve was implanted inside the 25mm valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.